Event description:
It was reported that merit's pressure infusor bag started leaking after 5 minutes. The user was able to place hemostats on the bag's tubing to keep it pressurized during the rest of the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
The malfunction is under investigation, and a final report will be filed when it is completed.